Event description:
The device was being used to monitor a pt. Reportedly, the device operator observed "a lot of noise" on the device's monitor screen. The pt's skin was reported as being "not diaphoretic and not hairy". The pt's outcome was not reported.